Event description:
It was reported that approximately 10 minutes after being connected to a patient and initiating ventilation, the ventilator displayed a ¿vent inop 00001¿ alarm with the message, ¿device initialization was not completed, please restart ventilation.¿ the patient was placed on another nkv-330 ventilator, with no patient harm. After the ventilator was removed from service, the customer attempted to power the unit back on; however, the same ¿vent inop 00001¿ error reappeared.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.